Manufacturer narrative:
The reported event of premature depletion of battery was not confirmed. The device was in normal range of operation level upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.